Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. During customer verification, the device was able to produce accurate readings using a simulator, but inconsistencies were observed when tested on a patient. As the issue suggested intermittent failure of the main board, the technician replaced the main board. The issue is considered confirmed. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
Philips received a complaint on the suresigns vs4 nbp, spo2 indicating pulsox low profusion index- pulsox interference detected- and that there were inaccurate spo2 readings on the vs4. The device was not in use on a patient at the time of the event. There was no adverse event.